Event description:
It was reported that a patient underwent a sling procedure for incontinence. On (B)(6) 2010, the sling was removed due to mesh in the bladder. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.